Event description:
It was reported that a pericardial effusion and death occurred. On (B)(6) 2019, a left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned in the laa of the patient. At this time a pericardial effusion was noted in the patient. The procedure was continued and successfully completed by implanting a 24mm watchman laa closure device in the laa of the patient. The patient was monitored for 30 minutes post procedure and the effusion continued to grow. The physician performed a pericardiocentesis and 400cc of fluid was removed from the patient. The drain was kept in the patient. On (B)(6) 2019 the drain was removed from the patient. The patient was not recovering well due to heart failure. On (B)(6) 2019 the patient was sent to comfort care where they passed away.